Manufacturer narrative:
Complaint no: (B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as touch contamination. The patient was hospitalized for the event. The patient was treated with intraperitoneal daptomycin (dose, frequency, and duration not reported) for peritonitis. Eight days after the event onset, the patient's pd catheter was removed and the patient was switched to hemodialysis. On an unknown date, daptomycin was discontinued. At the time of this report, the patient remains on hemodialysis and is recovering from the peritonitis event. No additional information is available.